Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. . The investigation did not identify a root cause or probable reason for the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the device's field performance.

Event description:
The customer reported that the screen occasionally became noisy below 290 during maintenance involving an olympus colonovideoscope. There was no patient involvement.